Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, while passing suture, the tip of the scorpion needle broke off into the patient's shoulder. A c-arm was used to confirm the location of the needle and a "mini-open" incision was performed to retrieve the broken tip with no success. Patient is a male, (B)(6). Follow-up investigation: the case was completed with a new needle. No x-ray images are available. The mating device being used with an ar-13997sf, lot: unknown. The needle was dry-fired before the start of the procedure. The needle completed multiple passes before breaking. The scorpion had a secure grip on the tissue and the needle did not hit bone or the inside of the cannula.